Manufacturer narrative:
Device history review: part number: 04.037.159s, 11mm/130 deg ti cann tfna 380mm/left- sterile. Lot number: h476351 (sterile). Lot quantity: (B)(4). Manufacturing location: (B)(4). Manufacturing date: 17-oct-2017. Expiration date: 30-sep-2027. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and found to be conforming with no deviations to normal packaging identified. (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to infection¿ does not indicate breakage of the nail or any of its components. Therefore, review of the nail assembly component dhrs would not be relevant to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Hardware removal and surgical/medical intervention. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal of one (1) titanium cannulated trochanteric femoral nail advanced (tfna) nail, one (1) trochanteric femoral nail advanced (tfna) screw, and two (2) unknown 5mm locking screws due to infection and placement of antibiotic spacer. The date of original implant was on (B)(6) 2018. Procedure was successfully completed. Patient outcome was good. This is report 1 of 4 for (B)(4).